Manufacturer narrative:
Concomitant medical products: product ID a810 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 252 mcg/day) via an implanted pump. It was reported that the patient¿s pump was replaced. The patient was in the hospital overnight. The following day, the resident reported that the patient was exhibiting signs of being underdosed and they had concerns about potential withdrawal. Upon examination of the report, it was determined that the priming bolus was off by .080 mcg. A prophylactic 100 mcg baclofen bolus was administered on (B)(6) 2022, and the symptoms resolved. The pump was rechecked on (B)(6) 2022 and everything was functioning normally and as expected. The patient was doing well and scheduled to be released from the hospital. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type catheter . Product ID a810, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.